Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition an administration set for blood/blood derivatives in which customer observed leak at an unknown location was confirmed during sample evaluation. One actual sample was available at the plant for evaluation. Visual inspection revealed that the tube was disconnected from the chamber. No other tests were performed. The assignable root cause of the reported condition is under insertion during manual assembling. No repairs were made since this is a single use device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) of an administration set for blood/blood derivatives in which customer observed leak at an unknown location. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.